Event description:
Within 10 minutes of treatment, pt complained of severe urgency to urinate. Pt was disconnected. Pt became diaphoretic and extremely short of breath. Oxygen was administered and benadryl was given. Pt was transported to hosp. Dr stated that pt has a severe dialyzer reaction. The dialyzer was first use, preprocessed.